Event description:
A (B)(6) y/o woman w/ critical aortic stenosis (no evidence of cad on screening cardiac cath). Has medtronic evolutpro tavr deployed at (B)(6) hosp ctr cath lab (B)(6) 2018. No peri-implant complications. A/c'd w/81 mg ec-asa daily for 6 mos before d/c by implanting cardiologist. Pt did well and returned to full functional capacity. On (B)(6) 2019, while at rest, she experienced abrupt onset of crushing chest pain and diaphoresis. Arrived ER (B)(6) medical center, (B)(6) within 15 min. Acute ant-lat stemi dx'd on EKG. Treated w/IV thrombolytic rx in ER and transferred to (B)(6) medical center ((B)(6)/ (B)(6)) by helicopter. Pain free on arrival. Cathed within 90 min of onset cp. Arteriogram showed large thrombus, in process of lysis, totally occluding lad. No evidence native cad. Hospitalized in monitor unit x2 days w/occ recurrent cp relieved by tng. Post cath echo showed retained lv fx (est lvef 60-65%) with localized area of apical hypokinesis. The consensus diagnosis among cardiologists providing acute care was that thrombus occluding lad artery " was related" to the presence of tavr. She was d/c'd on a/c w/asa+plavix. She currently taking 81 mg asa + warfarin subsequent study of tavr structure and function with the and high def CT scan ((B)(6) 2018) were wnl.